Manufacturer narrative:
Report from FDA did not include part and lot number for the removed part. Additional information was requested from the user facility and a copy of the user facility report was received on november 30, 2009, however, the part identification was not provided on the user facility report. Further follow-up with the risk manager at the user facility was conducted and information product identification for the locking bar was received today.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot was sent for sterilization and was released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent a revision procedure in 2009 to exchange poly component and locking bar because of cellulitis that developed after a total knee surgery that was performed the month prior to event. Subsequently, another revision procedure was performed four months later due to infection, and all components were removed and replaced.